Event description:
Patient arrived to clinic on (B)(6)2023 with complaints of controller alarms every time patient connects self to home mpu. Patient attached to clinic mpu with replication of alarms. Alarm files downloaded and sent to abbott engineers. Controller exchanged.